Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump was interrogated but no messages were registered that could cause an underperfusion. No rotor test, catheter access port (cap) testing, or dye testing had been done at that point. There was consideration for tests and for the removal of the old system and replacement with new catheter and pump. The patient was currently doing ¿ok¿ but not as good as with a functional it-system. The pump and catheter were to be replaced ¿next week.¿ the patient still ¿a bit crp¿ due to acute parotitis but ¿closed¿ antibiotics on (B)(6) 2015. It was later reported that a cap was performed and only 0.2 ml were possible to retract. There was a suspected catheter issue and the catheter was to be revised soon. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient experienced increased pain with a volume discrepancy. This required hospitalization and the patient was admitted for substitute treatment. The expected reservoir volume (erv) was 0.9 milliliters (ml) and the actual reservoir volume was 14 ml. The cause of the discrepancy was unknown and it was also unknown if troubleshooting occurred. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine it was also reported as ¿morfinhydroklorid 20 mg/ml.¿ the pump was reported as remaining in-service. Additional information was requested to clarify resolution and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).